Event description:
Healthcare professional reported right capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later reported "ruptured." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed as unidentified (tear) opening and opening on the anterior side assessed as surgical damage. (Shell thickness was within specification). Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: white particle observed on the device. Crease flat observed on the device.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later reported "ruptured." Device has been explanted and replaced.